Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case, and with the results at hand show that it should not have been reported. The anesthesia system was investigated by our field service engineer. A second gas analyzer that was in use in prior sw versions but is longer in use, was removed from the system, and the leak issue was resolved.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system indicated a leakage issue. There was no patient harm. Manufacturer's reference #: (B)(4).